Manufacturer narrative:
Medwatch report number: mw5147325. A device history record (DHR) review was not performed as there was no identifiable serial number provided.

Event description:
It was reported a patient's right ventricular (rv) lead presented with an infection. The rv lead was explanted on an unknown date. Post-procedure the patient status was unknown.